Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) level of 535 mg/dl, cause was unknown. Ketones were moderate amounts. A bolus was administered to address bg level. The customer's blood glucose was in the 300's (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.